Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the hook tip of the permanent cautery hook (pch) instrument was protruded while dissecting the tissue. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. There were no fragments that fell inside of the patient and no arcing was observed. There was no patient injury/harm.

Manufacturer narrative:
Based on the claim against the product by the customer noting the hook tip was protruded, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have the main tube broken. A piece measuring proximately 0.046¿ x 0.139¿ was not returned with the instrument. Common causes of the failure mode broken instrument main tube are typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. Additional observation not reported by site was also identified: the permanent cautery hook instrument was found to have the permanent cautery hook and heat shrink tubing was missing. Neither the cautery hook nor heat shrink tubing was returned. The root cause of missing permanent cautery hook and heat shrink tubing was not established. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.